Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface provisional shim was missing one of the ball bearings.